Event description:
Patient presented on (B)(6) 2010 with neck pain. An MRI of the cervical spine was performed. On (B)(6) 2011 an MRI of the cervical spine was performed. On (B)(6) 2011 an MRI of the lumbar spine was performed. The patient presented to the surgeon to review the imaging study results, and the surgeon diagnosed "c1 <(>&<)> c2 were pressing on my thecal sac on my spinal cord". The physician recommended surgery. The patient underwent steroid injections and epidural nerve blocks. In (B)(6) 2011 the patient underwent c1-2 cervical surgery. During the surgery, c1 reportedly shattered, and the surgeon attempted unsuccessfully "to wire it back together", and ultimately extended the fusion to occiput-c3 with pedicle screw instrumentation. Post-op, the patient had problems breathing, and stopped breathing, so the hospital took her off of the morphine medication. On (B)(6) 2011 an x-ray was performed. The patient was reporting severe pain. In (B)(6) 2011 the patient underwent lumbar surgery l5-s1. Post-op the patient reported severe pain. On (B)(6) 2011 an x-ray of the lumbar spine was performed. The patient underwent multiple steroid injections and epidural nerve blocks which did not relieve her symptoms, and made her hurt more. The patient developed anxiety. On (B)(6) 2012 a x-rays of the cervical and lumbar spine were performed. On (B)(6) 2012 an MRI of the cervical spine was performed. The surgeon diagnosed herniated disc at c3, c4, c5, c6 and c6. In (B)(6) 2012 the patient underwent cervical fusion c3-c7 (the reported information is not clear if it was a posterior or anterior approach, the surgeon reportedly said he would do a posterior approach, but marked the incision spot pre-operatively on the front of the neck). Post-op the patient reported that she still had pain, and that the incision hurt and burned, that her neck was oozing "nasty stuff" out of the incision and that her neck "felt like bone was grinding on bone" and she "kept hearing popping noises". The surgeon prescribed physical therapy. The patient presented to a different hospital, and was diagnosed with an infection of the incision, and was given an antibiotic injection, antibiotic cream, and oral antibiotics to treat the infection. The patient underwent physical therapy and had multiple injections. She did not have any relief, so she stopped going to pt and stopped getting the injections. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.